Event description:
Additional information received reported that the pump alarm was going off and the pump had "stopped" several times. The pump had "stopped up to five hours at a time and two hours at a time of (B)(6) 2012 before it finally stopped cold." The pump had "backed up and corroded in there."

Manufacturer narrative:
Catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012; catheter: model: 8709, serial# (B)(4), implanted: unk, explanted: (B)(6) 2012; catheter: model: 8709, serial# (B)(4), implanted: unk, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found significant residue and wear on the upper shaft of gear 2. Some residue was also found on the upper shaft and the jewel where the upper shaft of gear 1 and 2 insert into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump had multiple motor stalls and recoveries; a rotor study was noted to have been performed. Pump printouts showed motor stall with recoveries as early as (B)(6) 2012. Catheter fracture was further reported, confirmed via a catheter access port (cap) contrast study. Patient had no signs and symptoms. The pump and the catheters were explanted. During surgery, it was observed that catheter (serial # (B)(4)) had also migrated to t12. The catheters were replaced and discarded. Drugs delivered via the device were baclofen and dilaudid. Patient outcome was noted as resolved without sequela.